Event description:
It was reported that the unspecified bd pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: when the patient was given insulin at home on november 5th, he got 4 out of 8 units and didn't come out.

Manufacturer narrative:
The following fields were updated due to corrected information: d.4. Medical device lot #: 0041564. H.6. Investigation: lot#0041564 DHR and related manufacturing records were reviewed, no abnormality was found. No samples were returned. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: an invalid lot #: of 0041564 was provided by the initial reporter. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: when the patient was given insulin at home on (B)(6) 2020, he got 4 out of 8 units and didn't come out.